Event description:
During a routine phacoemulsification procedure the pt reportedly received a corneal burn at the incision site. The wound required two sutures to close. The pt is expected to recover fully. The dr reported that the burn occurred within the first 1 to 2 seconds of phaco.